Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, the device did not fire. The surgeon was not able to press the green button and was not able to squeezed the handle. Another device was used to continue the case. There was no patient injury.